Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent an explant procedure due to infection at the pocket site. The patient's pocket had opened up and ipg was protruding through as there was pus and infection in the pocket site. The patient was given IV antibiotics and is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2316-50, serial # (B)(4), description: infinion 1x16 percutaneous lead -50cm, model # sc-3400-30, serial # (B)(4), description: splitter - 30cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.